Event description:
It was reported that during an implant procedure, following contrast imaging an attempt was made to insert the lead into the lateral branch that seemed most effective. However, due to the narrow vessel, access was gained using a guide catheter. The guide catheter entered the branch entry, and an attempt was made to insert the lead into the branch. As the lead did not advance into the branch, contrast imaging was performed again, resulting in the confirmation of dissection. The procedure continued as is, and the lead was placed in another posterolateral branch without using the guide catheter. Patient observation was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.